Manufacturer narrative:
The device was received by conmed on 03-29-2017. The evaluation is pending further investigation. Further information has been requested from user facility. The evaluation summary and any additional information received will be included in the supplemental and final report.

Event description:
The user facility reported that during use of a vcare 60-6085-201a uterine manipulator on (B)(6) 2017, the "tip broke off." Follow up revealed the device component (balloon tip) detached when the vcare was being removed vaginally at the end of the procedure. The component was located at the apex of the vagina and removed. All components were able to be removed with no injury to patient reported. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
One ref (B)(4), vcare medium (34mm) cup, was returned to the conmed quality assurance laboratory regarding a complaint of "tip broke off." As received, the device was completely missing the intrauterine balloon and shrink sleeve. The intrauterine balloon and shrink sleeve were not returned. This is a new failure mode that has not been observed in any previous vcare complaints. It was noted that the bend in the manipulator tube appeared somewhat straightened out, indicating that considerable force had been applied. Also, the locking mechanism was still firmly attached to the manipulator shaft (not released), which likely added force to the distal end during removal. The cause of this complaint was not readily determined and could be use related. This complaint was confirmed regarding "tip broke off." The production line was reviewed and no issues were identified. A review of the manufacturing documents from the device history record/lot history record has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. This failure mode is addressed in the risk documents. To date, there have been no long term adverse effects resulting from this type of incident. However, an investigation is in progress to determine the root cause and to address this reported problem. To reduce the risk of patient injury, the instructions for use (IFU) states: "prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment." The IFU further states: "upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumbscrew; the metal shaft and handle with balloon inflation valve."